Manufacturer narrative:
(B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there patient consequences? If yes, please explain. No. What was the appearance, was rust residue observed inside the individual package? Rust residue was observed over the needle. Are there any photos of the foreign matter available? Na could you please provide the lot number? ¿ will provide. Nce I get the sutures. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? --> unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The thread was broken at a swage end and some rust was observed at needle. No adverse patient consequences were reported. Additional information was requested